Event description:
It was reported that a patient underwent an unknown urology procedure on an unknown date in 2022 and suture clips were used. When attempting to load the clips onto the applier, the clip applier would not pick up the clip. Once the clip is loaded, the clip won¿t attach to the suture. Same device was used to complete the procedure. There were no adverse consequences for the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: what suture size was used? I believe a zero when the event occurred, was the suture placed near the hinge of the clip? The same team has been working with this device for almost 10 years and they have not had this issue until recently. They were having a major of the problems before the suture was involved, just loading the clip onto the applier - were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture? * once one of the clips was successfully loaded, the clip seemed to work - please explain how the clips were loading into the applier? - please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading? I didn¿t witness the loading of the clip, but I showed them the inservice video and they said they were following that technique was the applier checked for damaged (jaws straight and aligned)? They had old appliers, they bought 13 new ones for that reason, but still seemed to have the issue if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? Dr. Has been using this device for a decade with no issues until recently. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned.